Manufacturer narrative:
(B)(4).

Event description:
The customer reported to the philips that the device has a keypad that is not working. More specifically the keys in the front bezel (strip button and no. 5 keys). There was no patient involvement.